Manufacturer narrative:
Patient weight was estimated from most recent figure provided. The patient's other admissions for anemia/bleeding were referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2019 to (B)(6) 2019 for elevated lactate dehydrogenase (ldh) and anemia. The patient was treated with tissue plasminogen activator (tpa) on (B)(6). Heparin, blood transfusion, and protein pump inhibitor were also given. Aspirin decreased to 81 mg.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported elevated lactate dehydrogenase (ldh) and bleeding as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could be conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6) 2021 (refer to MFR#2916596-2021-02768). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20sep2016. The heartmate ii lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.